Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their jaw and gums are severely messed up due to the aligners. Patient marked true at check in to: pain, excessive bleeding, infection, inflammation, sensitivity, broken, discomfort, not fitting, jaw discomfort, recent dental work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.